Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient complaining of pain in hip MRI showed psoas lesion and some loosening proximally around the stem. Patient required revision. (B)(6). Cup/insert/screw removed replace with sector cup with screws ceramic liner and head replaced. Bone grafting to proximal femur. The surgeons did comment that the original cup was in a slightly retroverted position. Update received 23 march 2015: confirmation of formal claim received from kennedys. Patient medical records received. Records received confirm metallosis found during revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).